Manufacturer narrative:
Additional information to blocks 2: date of birth, b5, d6b: explant date, e1: physician, and h6: patient codes/impact codes. Block b3 date of event: date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. Block e1: additional lawyer of the patient: (B)(6). The device was implanted at east memphis surgery center in memphis tennessee by dr. (B)(6). Block h6: patient codes e1906, e2330, e1405, and e2326, capture the reportable events of infections, severe physical pain, pelvic pain, dyspareunia, and inflammation (throughout the bladder), respectively. Impact codes f1202, f1903, and f22, capture the reportable events of disability (physical impairment), device explantation (cutting, excision and removal of sling), and f22: unexpected diagnostic intervention (cystoscopy), respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2017. As a result of the implantation, the patient has suffered severe physical pain and mental anguish, physical impairment, incontinence, further urinary problems, infections, and medical care expenses as a result of these injuries. Furthermore, it was reported that the patient may still suffer physical pain and mental anguish, physical impairment, and medical care expenses in the future. On (B)(6) 2019, the patient underwent cutting, excision, and removal of sling, and cystoscopy procedure with general anesthesia for the treatment of pelvic pain, dysuria, and dyspareunia. Cystoscopy following sling excision showed inflammation throughout the bladder.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. (B)(6). The device was implanted at east memphis surgery center in memphis tennessee by dr. Stephen g. Portera. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2017. As per reported by the patient's attorney, as a result of the implantation, the patient has suffered severe physical pain and mental anguish, physical impairment, incontinence, further urinary problems, infections, and medical care expenses as a result of these injuries. Furthermore, it was reported that the patient may still suffer physical pain and mental anguish, physical impairment, and medical care expenses in the future. Boston scientific has been unable to obtain additional information regarding the event to date.